Event description:
It was reported that the caller reported the cord for recharging the controller has some gold parts missing and won't charge the controller. Caller noted the patient has the thicker battery pack and her current door does not fit on. A replacement ac power supply and battery cover was sent to the patient.   Additional information was received from the patient. Pt called in stating a couple days ago their medtronic rep ordered them a ac power supply cord and a battery door cover since the battery broke. With the new ac power supply the pt's controller was not recharging. The pt was in so much pain they could not walk. During call pt verified no damage to the controller battery or to the controller battery compartment. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not recharging. Agent requested a new controller be sent to the pt. Pt mentioned that they were also feeling a shock going through them when walking, they did not know if the issue was because the implant (ins) would not charge or not yet. Pt noted they had a bulging disc and a perforated disc. Pt noted they called patient services about this issue when they got a new battery and the pt was told to contact their doctor so they did who then got their rep involved. Pt also mentioned they had kidney failure (agent understood it was not due to complications to the ins). A replacement controller was sent to the patient. Pt called back stating that the issue was that the controller wasn't charging from the power supply and that the controller wasn't recharging the ins, so they were sent a new controller. Pt noted that they were sent a recharger before since the cord was chewed up, but that didn't work to resolve the issue. Pt said that they put the battery pack in the new controller, however the controller wasn't powering on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt did not see the controller light flashing green. Pt said that they were in a lot of pain so they couldn't even walk. Pt then said that the controller was in a different language. Pt hadn't yet paired the new controller to their ins. Agent had the pt go back to the first pairing/setup screen and select english. Agent began walking the pt through the pairing process, however the controller went blank right away after disconnecting the controller from the ac power supply. Agent had the pt check the equipment for damage; pt said that one connector pin on the battery pack looked chipped off at the top. Agent reviewed battery pack replacement with the pt. Pt was upset and said that they had been in pain for four months

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.